Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the application server, likely due to blocked network ports. A technical support specialist (tss) followed knowledge article (ka) - updated domain name system (dns) settings and dialed into the station, updated the domain name system (dns) settings to primary domain name system (dns) and secondary domain name system (dns). After approximately 15-20 minutes, the station resumed communication, and the disconnected and critical override notices cleared. Customer confirmed that the station was communicating successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and station was on critical override and remote smart service (rss) shown online. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.